Event description:
A patient reported experiencing imprecise results with a one touch meter. Patient's blood glucose readings were 13.7 mmol and 4.2 mmol within 20 minutes. Patient did not experience any adverse events. No further information has been reported.